Event description:
The following was reported to kci by the patient's wife and home health case manager: the patient's wife reported that the unit was alarming and the patient was bleeding. Additional information received on (B)(6) 2011, the home health case manager reported that the patient had a buttocks wound from a spider bite. On (B)(6) 2011, the patient went to the emergency room. When v.a.c. Dressing was removed it was noted that the patient had a small vessel that was bleeding. It was unknown on the amount of bleeding but it was a moderated amount. The surgeon took the patient to the operating room where the blood vessel was cauterized. The patient was then admitted for observation. On (B)(6) 2011, the patient was discharged home with v.a.c. Therapy in place. As of (B)(6) 2011, the wound was healing.

Manufacturer narrative:
On (B)(6) 2011, the device was tested per quality control procedures. The unit met specifications. On (B)(6) 2011, the unit was placed at the health care facility. On (B)(6) 2011, the device was placed with the patient. On (B)(6) 2011, the device was returned to kci for evaluation. Testing, inspection, and evaluation of the device did not reveal any evidence of an operational malfunction with the unit.